Event description:
Right sfa and popliteal atherectomy as well as viabahn graft of the sfa. Pt underwent a right sfa and popliteal atherectomy as well as a viabahn graft of the sfa and a perforation of the distal sfa occurred.

Manufacturer narrative:
Device not returned to MFR for eval. Suspected problem identified in results and conclusions.